Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was stuck in the rewind mode. The customer's blood glucose level was 600 mg/dl. The customer did not receive any insulin since the insulin pump was stuck in the rewind mode. The customer attempted to treat with the insulin pump. The customer was feeling hungry. She experienced extreme thirst and was not eating that much. The insulin pump alarmed no delivery. The customer was sick and taking antibiotics. The device was not returned.